Event description:
It was reported that an unspecified malfunction alarm occurred. Reportedly, the customer does not have a back up insulin therapy method and will contact their hcp. There was no adverse impact to customer¿s blood glucose level.